Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The instrument box was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The part was returned for analysis. Functional testing found that the instrument box was malfunctioning causing the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported ports 1, 3 and 5 are no longer working on the instrument interface box. The representative stated port 5 has an amber light on it without anything plugged in. This was reported outside of a clinical environment.